Event description:
(B)(4) clinical study. Same case as MDR ID#: 2134265-2014-00943, 2134265-2014-00944, 2134265-2014-00946. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented due to silent ischemia and was referred for cardiac catheterization. The 1st de novo target lesion was located in the proximal right coronary artery (rca) with 70% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with direct placement of a 3.50x12mm ion stent, with 0% residual stenosis. The 2nd de novo target lesion was located in the distal rca with 80% stenosis and was 35mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x38mm ion stent, with 0% residual stenosis. The 3rd de novo target lesion was located in the mid rca with 90% stenosis and was 20mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50x24mm ion stent, with 0% residual stenosis. The 4th de novo target lesion was located in the distal rca extending to 1st right posterolateral branch (rpl1) with 90% stenosis and was 30mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with direct placement of a 2.75x32mm ion stent, with 0% residual stenosis. During the index procedure, following placement of 2.75x32mm ,3.50x24mm and 3.00x38mm ion stents, small age dissection at the tip was observed. Hence a 3.5x12mm ion stent was placed to cover the dissection. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the site reported that the patient died. No action was taken to treat the event. Per death certificate, the primary cause of death is coronary artery disease. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).